Event description:
It was reported that the tip of the screwdriver draw rod broke. They were able to use another screwdriver and successfully finish the surgery.

Manufacturer narrative:
The updated catalog#: 48511906,method: device history review and visual inspection.results: no manufacturing issues were found for this lot number.visual inspection noted the returned instrument was visually inspected and the distal tip was confirmed to be fractured in a mechanism consistent with torsional overload. The broken fragment was not returned. Conclusion: the likely mode was torsional overload as examined visually. The instrument fractured as a result of over tightening. The instrument was also found to be approximately 4 years old according to the manufacturing review. The cause is therefore multi-factorial.

Event description:
It was reported that the tip of the screwdriver draw rod broke. They were able to use another screwdriver and successfully finish the surgery.